Manufacturer narrative:
Concomitant medical products: 2088tc, st jude, lead. Implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate - non sustained episodes (hrns), high sensing integrity counter (sic). The hr-ns show 60 hertz cycle noise related to electromagnetic interference on the cardiac resynchronization therapy defibrillator (crt-d). The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.